Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported hyperglycemia with blood glucose (bg) approximately 300mg/dl while using the ilet. It was reported that the insulin cartridge was low, so all the insulin delivery supplies were changed and bg returned to range shortly after. No medical intervention was required, and no long-term effects were reported.